Event description:
The device was used during a colectomy procedure. Difficulty was experienced removing the device from tissue after firing. The device was manipulated from tissue without pt injury. The staple line was complete.